Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump stopped suddenly without an alarm and the display went black during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped suddenly without an alarm and the display went black during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The reported pump was requested and returned to (B)(4) for further investigation. According to inspector, the reported issue could be reproduced and confirmed. The issue was caused by a defective component, namely quartz q1 on the motor control pcb hms 0409. For safety reasons the motor control pcb hms 0409 was scrapped. After the investigation the motor control pcb hms 0409 was replaced and a technical safety inspection performed successfully. Subsequent testing found no further issues and the pump was returned to the customer. A review of the DHR did not identify any deviations or nonconformities relevant to the reported issue.